Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that the customer had an issue with a tuberculin syringe. The customer states that the markings on the syringes were missing, were not clear and sometimes were double marked.